Event description:
It was reported the patient had an allergic reaction. The patient had a cutaneous reaction close to the scar. It was noted the patient experienced redness close to the scar. The patient presented to the site with a red and itchy cutaneous reaction as an allergy due to the glue used to close the scar. The scar was ¿nice¿ with no infection. A dressing with betadine was put on the scar. The event was related to the procedure. The patient was examined on (B)(6) 2015. The severity was noted as mild. In-patient hospitalization occurred and an urgent care visit. The patient resolved without sequelae on (B)(6) 2015. The patient status at the time of this report was ¿alive ¿ no injury.¿ it was later reported the site requested for the patient to have a CT scan of the lumbar spine. The drug being delivered via the device system was lioresal. If further information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # b0838657k, implanted: (B)(6) 2008, product type catheter. (B)(4).